Manufacturer narrative:
(B)(4). Report source: - (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient fell approximately 16 years post implantation, after which the patient began experiencing pain. Later it was noted that the tibial bearing was broken. Attempts have been made and additional information on the reported event is unavailable at this time.